Event description:
The pt had difficulty with groshong port which would aspirate, but no medication could be infused into the port. The port was in good position, however the doctor was unable to declot. Pt was sent to surgery and the groshong port was replaced with another port. The old groshong port had evidence of extrusion of the silicone bubble of the port. No purulence or evidence of active infection.